Event description:
It was reported the patient presented after an atrioventricular junction ablation. Upon interrogation, it was noted the right ventricular lead exhibited an elevated capture threshold and high pacing impedance. The right ventricular lead was capped and replaced on (B)(6) 2023. There were no patient consequences.